Manufacturer narrative:
The product has been requested. It will be investigated upon return and a follow up report will be submitted. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
A customer reported a change in unit of measure with their freestyle meter, upon battery change, there was no report of death, serious injury or mistreatment.